Manufacturer narrative:
H10. Additional manufacturer narrative: added information to h6 and h10. Functional testing was performed in a pulse duplicator and in a steady backflow leakage tester under simulated normal physiological conditions. All leaflets were mobile, and all leaflets fully coapted, with no visible central leakage path. Since there is no leakage path through the leaflets, the measured leakage is some combination of flow through the cloth-covered openings in the stent posts, the sewing ring, and - or around the sewing ring. While aortic regurgitation was reproduced, the reported valvular leak that was central and the valve showed a nonmobile leaflet in the closed position that also did not fully coapt were not confirmed in the standardized in vitro testing under simulated normal physiological conditions. The results from in vitro testing may be different from those obtained in the operating room due to hemodynamic and environmental differences. The complaint cannot be confirmed. The cause cannot conclusively determined, but it may have been caused by patient and - or procedural factors. Based on the information available, there are no indications of a manufacturing defect.

Event description:
Edwards received information a 25mm aortic valve was explanted at implant due to one of the leaflets not working properly. The leaflet was nonmobile and did not fully coapt. The explanted device was replaced with a 25mm aortic valve. Patient is doing fine. Surgeon would like edwards to investigate. Surgeon did not pierce valve leaflet or anything. The patient native valve was infective, due to IV drug use. The patient developed respiratory distress and was in cardiogenic shock so patient was brought to operating room for emergent aortic valve replacement. The patient had severe destructive endocarditis with associated aortic root abscess. All infected tissue was removed which created a hole in the aorta. A 25mm was implanted. One suture under the right coronary ostium broke, surgeon was able to obtain the felt pledget from inside ventricle. Aortic cross-clamp was removed. The heart regained normal sinus function on its own. Tee showed the patient had significant valvular leak that was central. Further inspection of the valve showed a nonmobile leaflet in the closed position that also did not fully coapt. Decision was made to explant the valve. The explanted device was replaced with another 25mm valve. The valve was inspected for perivalvular leak and none detected. The patient was weaned from cardiopulmonary bypass with no problem. The patient's chest was left open due to biventricular dysfunction. The patient was transferred to the ICU in critical condition. Patient was reported to be doing fine and still hospitalized.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to b5, b7, d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release for distribution. No issues were identified that would have impacted this event. H11. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
The patient native valve was infected with streptococcus mitis endocarditis, due to IV drug use. Patient was discharged on post-operative day 28.

Manufacturer narrative:
H3. Device evaluation: customer report of leaflet coaptation issues could not be confirmed through visual observations. X-ray demonstrated wireform intact. Serrated mechanical damage marks were observed on leaflet 2 near commissure 3 on the outflow aspect. Sewing ring was cut in multiple areas around the valve and exposed the valve wireform band on multiple areas around the valve outflow aspect. No other visual inconsistencies were observed from the returned valve. H10. Additional manufacturer narrative: added information to a4, b5, b6, b7, d4, h6 codes. The cause of the event cannot be determined at this time.

Event description:
The post operative course was complicated by cardiogenic shock and renal failure, which required dialysis.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operative period is due to procedural factors and is unrelated to the device. The cause of this event cannot be determined at this time. If action is required, appropriate investigation will be performed.

Event description:
Edwards received information a 25mm aortic valve was explanted on post-operative day one due to one of the leaflets not working properly. The explanted device was replaced with a 25mm aortic valve. Patient is doing fine. Surgeon would like edwards to investigate. Surgeon did not pierce valve leaflet or anything. The patient native valve was infective, due to IV drug use.

Event description:
The patient's chest was left open due to biventricular dysfunction. Additionally, the heart appeared stunned with worsened function compared to preop likely secondary to the prolonged surgery.

Manufacturer narrative:
The device was returned to edwards evaluation as is pending evaluation. A supplemental MDR will be submitted as additional information becomes available. The cause of the event cannot be determined at this time. Corrected data: after re-review of the records received this event remains reportable.